Event description:
A malfunction alarm occurred with the code "malf 12." There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided assistance by instructing the customer on how to reset the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arises again, and they acknowledged and understood these instructions.